Manufacturer narrative:
(B)(4). Evaluation results: (mi/tvr).

Event description:
A 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in the lcx of a patient with no issue reported. However, it was reported that 7 months post implant, asymptomatic myocardial infarction was confirmed. Revascularization was performed. The patient is reported to be recovered and no other clinical sequelae were reported. The physician commented that this event was caused by other vessels (not lcx where (B)(4) was deployed). And therefore, he denied the correlation between this adverse event and the relevant device or procedure.